Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given soda to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer states that 5 units were delivered during auto mode while the customer was at 50 mg/dl. The customer stated the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.